Event description:
The customer reports that the image flips to the vertical direction. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).